Event description:
A patient presented following a high speed rta. A cta of the chest, abdomen, and pelvis revealed an infrarenal abdominal aortic dissection, a peri-aortic retroperitoneal haematoma, and free fluid in the abdomen. Other non aortic related injuries were also diagnosed. The patient was brought to theatre, an emergency aortogram in the operating room confirmed an infrarenal aortic injury with active extravasation. An endurant aortic cuff was then placed with resolution of the extraversion. However, the patient continued to be hypotensive with no other obvious source of bleeding, which prompted an exploratory laparotomy. This revealed multiple small intestinal mesenteric tears and a 20 cm length of devascularised jejunum that was resected. By post-operative day 6. The patients lab values showed some abnormalities. A CT angiogram (cta) of the abdomen and pelvis showed severe focal stenosis of the proximal celiac artery (ca)and superior mesenteric artery (sma) with small bowel dilation, inflammation, and evidence of liver hypoperfusion. With a diagnosis of post-traumatic dissection of visceral arteries the patient was brought to the hybrid operating room for emergency revascularisation. A mesenteric angiogram via left brachial artery access confirmed severe stenosis in the proximal sma. A non mdt balloon expandable stent was placed in the sma and the ca stenosis was treated with 2 self expanding nitinol stents. Completion angiography showed an excellent radiographic result with brisk flow in the sma and ca. 69 days after the initial presentation, the patient was discharged to a rehabilitation unit. No additional clinical sequelae were provided.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; blunt mesenteric vascular injuries: endovascular management and midterm outcomes safaya a, carroll f, laskowski I ejves vascular forum (2021) 53, 9e13 https://doi.org/10.1016/j.ejvsvf.2021.08.001. If information is provided in the future, a supplemental report will be issued.